Event description:
The customer called to report that she experienced blood glucose levels as high as 600 mg/dl. The customer removed the infusion set, and the cannula was bent. The customer stated that the insulin pump did not give any alarms. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the high pressure test. The insulin passed the high pressure test on the second attempt. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.